Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump was no longer working as it was exposed to moisture. The insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, customer returned pump for an alleged pump not functioning any longer(blank display), pump has a crack and expose to moisture. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, found in the pump history: low battery alarm on (B)(6) 2021 at 08:57:00. Replace battery alert on (B)(6) 2021 at 18:28:00. Insert battery alarm on (B)(6) 2021 at 18:28:57. Battery failed alarm on (B)(6) 2021 at 18:29:03. Pump was cut open to perform visual inspection and found¿ moisture damage on the pcb 1, pcb 2 and 40 pin flexible printed circuit/lcd. No moisture damage on the keypad assembly, battery tube and vibrator during the visual inspection. The following were noted during visual inspection: pillowing keypad overlay and cracked case behind the pump at the battery compartment. In summary, pump passed all required testing. Customer alleged pump not functioning any longer(blank display) was not confirmed. Cosmetic damage confirmed at case behind the pump at the battery compartment. Customer alleged confirmed for expose to moisture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.